Manufacturer narrative:
The screw was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. The DHR review also found that all verifications, inspections, and tests were successfully completed and accepted by qa. Based on the available information, a device malfunction for the screw was unconfirmed. However, the loosening event cannot be recreated and is considered non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the abutment screw (iunihg) loosened. The abutment was cut to remove the screw.